Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 17-sep-2024, it was reported that patient faced infusion set blockage located in tube. No further information available.